Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that all c-arm movements stopped and were unresponsive. Analysis of system log file showed errors related to the reported issue. Upon troubleshooting, fse found that the geometry issue was due to no power to the mdy/fdcsib box because of board failure. To resolve the issue, fse replaced the mdy/fdcsib box and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that all geometry movements were failed. Analysis of the system log file showed errors related to the reported issue. Upon troubleshooting, fse found that the geometry module was powered off in electrical cabinet and the fdcsib was defective. Fse replaced the fdcsib. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.